Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alintiy I toxo igg results for one patient. Sid (B)(6) initial result on (B)(6) 2024 was 3.76 iu/ml, repeated same sample aliquot on (B)(6) 2024 and the result was 0.01 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Customer field data was used to assess the performance of the alinity I toxo igg assay using worldwide data. Review shows that the median of the patient results obtained for the lot(s) reviewed is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Review of applicable field data suggests that the performance is acceptable. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent was identified.

Event description:
The customer observed falsely elevated alintiy I toxo igg results for one patient. (B)(6) initial result on (B)(6) 2024 was 3.76 iu/ml, repeated same sample aliquot on (B)(6) 2024 and the result was 0.01 iu/ml. No impact to patient management was reported.